Manufacturer narrative:
The insulin pump alarmed after battery change due to faulty component on the interface board. The insulin pump received with operating currents within specification and passed self-test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked battery tube threads. Unit received with minor scratches on the reservoir tube window and lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed multiple times. The customer stated after battery replacement the pump alarmed unexpected restart. The customer was advised the pump will be replaced due to multiple alerts. The customer's blood glucose was unknown.